Event description:
It was reported to philips that the shutters were closing, and the customer received an error message. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed after restarting the system. Analysis of the log files could not confirm any malfunction with the system. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the issue was collimator shutters not closing. Fse replaced collimator which resolved the issue. After the replacement of collimator, the system was returned to use in good working condition. The instructions for use for the azurion device recommends using a system restart if the device deviates from expected behavior. The azurion IFU states: ¿note: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system: ¿ warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. ¿ cold restart: use this method when you are trying to resolve a hardware-related issue with the system.¿ if a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable.